Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge. The customer's blood glucose level was 100 mg/dl. Reportedly, a new cartridge was successfully loaded to address the event and insulin delivery was resumed.